Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received possible rewind anomaly, delivery anomaly. The customer's blood glucose was 353mg/dl at the time of incident. Troubleshooting was done. The customer reported that they did not see insulin pass through connector. The reservoir will be returned for analysis.